Event description:
After an implantation period of approximately 125 months it was reported that the lead was extracted due to oversensing in the atrial channel.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 5 cm distal to the is-1 connector pin. A proximal and a medial fragment were received for analysis. The distal fragment including the lead tip was not returned. An extraction aid was found on the medial fragment, it is reasonable to assume that the lead was cut during the surgery. A thorough analysis of the returned lead fragments did not show any deviations which might have led to the reported clinical observations. Prior to the analysis of the devices, the quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the functions of the devices to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.